Event description:
Event description guidant received information that during the implnat procedure, resistance was encountered as this lead was advanced through the introducer. As a result, contrast was then injected and fluoroscopy images revealed the subclavian vein was dissected. The procedure was halted and schedlued 3 days later. It was noted that the patient had a torturous subclavian vein.